Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, during an orthopedic procedure, the driving cap for the unknown tabial nail broke off upon impacting/interface. Tibial nail was able to seat without the driving cap. No patient consequence reported and there was no surgical delay. Procedure outcome and patient status is unknown. Concomitant devices reported: unknown tibial nail (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.475; lot: 9105449; manufacturing site: bettlach; release to warehouse date: october 03, 2014. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material 1.4542 was used and hardened according to specification: specification: 38 - 45 hrc , measured: 44.3 hrc. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation flow: broken visual inspection: visual inspection performed at customer quality (cq) observed that the partially-threaded distal tip portion of the driving cap fractured/broke at its base. The broken portion was returned. The device shows hammer marks on the top, the side, and underside of the head. No additional malfunctions were identified. The received condition agrees with the reported condition therefore the complaint is confirmed. The technique guide (suprapatellar instrumentation for titanium cannulated tibial nails) indicates, ¿if the nail is overinserted or a backstroke technique is desired to achieve fracture compression, secure the hammer guide to the driving cap and use the slide hammer.¿ the device provides evidence of incorrect use. Backslapping the device without using proper technique will transmit off axis forces to the device and can cause the breakage. As the cause of the broken device is determined to be use error, further investigation will not be performed. There is no indication of design or manufacturing issues which contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.